Event description:
The customer reported an elevated, non-reproducible troponin I (accutni) result, within the risk stratification range, for one pt involving access 2 immunoassay system. The result did not correlate with the pt's clinical condition. Subsequent testing produced a result within the normal reference interval. The erroneous result was not released out of the laboratory. The laboratory has a standard protocol to retest all elevated samples. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) advised the customer to perform quality control (qc) prior to arrival, the customer stated the results were erratic. The fse discovered an internal wash buffer supply line had a small hole, allowing air into the lines and causing the erratic results. The fse repaired the tubing, primed the system and noted the system performed within the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.